Event description:
It was reported via medical information " caller states she has a patient with a PICC. She does not have the product code for the PICC. Caller states the PICC line is barely flushing and does not have any blood return. States she made sure the line is not kinked anywhere. According to the patient, the PICC line is flushed usually every 4 hours. And at most up to every 12 hours. The patient has had the PICC since (B)(6). Caller asked for the dwell time of the PICC lines." Medical information informed caller "PICC dwell time is a medical decision that should be made by the health care provider. As long as the PICC is flushing without difficulty, a blood return is noted, and there are no signs/symptoms of infection, the PICC can dwell indefinitely. We do not have a recommendation to change the PICC at a specific time. Informed caller the patients PICC may have fibrin build up on the end of the catheter that is causing it to occlude. Suggested caller inform the patients provider and have him/her order tpa or cathflo to attempt to break up any possible clots.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned.